Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead (model 0185, serial number 138852) perforated and required repositioning. After several attempts to reposition this lead, the helix mechanism failed to retract. As a result, this lead was removed and a new lead was attempted. However, the helix mechanism on this rv lead (model 0184, serial number 127491) also failed. It was suspected that the physician may have over-screwed the mechanism. This lead was subsequently removed, and a new rv lead was then implanted without further complication.